Manufacturer narrative:
H.11: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) clarifying that the "empty pump due to an incorrect refill date" was that the patient missed their appointment and was rescheduled and filled. The patient's empty pump and symptoms resolved.

Event description:
Information was received from the patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl, bupivacaine and unknown morphine. It was reported that the patient's pump was empty for 2 weeks due to an incorrect refill date. The patient could "barely move". Per the patient, from (B)(6) 2025 until (B)(6) 2025 there was nothing in the pump. The patient increased the medication and they gave the patient five boluses. The patient had a pump refilled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.